Event description:
Weak output complaint verified - replaced diaphragm. Re-adjust output power. Repair order 98235 1216677-2022-00123 leep system 1000 esu gen 52969 e-complaint-(B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currenlty investigating the reported conditon.

Event description:
Weak output. Complaint verified - replaced diaphragm. Re-adjust output power. Repair order: (B)(4). 1216677-2022-00123 leep system 1000 esu gen 52969 (B)(4).

Manufacturer narrative:
Investigation: x inspect returned samples. Analysis and findings: complaint: (B)(4). Distribution history: this complaint unit was manufactured at csi on 09/08/2009 under wo#: (B)(4) and shipped on 02/17/2011. Manufacturing record review: a review of the device history record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. Should the device history record be located going forward this complaint will be amended accordingly. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: a definitive root cause is not determinable. However, given the age and no record of prior service, wear and tear is feasible to consider as a contributing factor. Pertaining to the diaphragm: this unit was also noted to have the original diaphragm and updated accordingly. Previous issues with the diaphragm requires all units noted to have an original diaphragm will be updated whether they are faulty or not. The issue was due to a latex material degrading over time. A new material, silicone, was selected to replace it as it is not prone to losing its sealing function as did the latex version. A seal is needed for the pneumatic switch to turn on the power. Correction and/or corrective action: the unit was evaluated, its power output was adjusted, a new diaphragm was installed, tested to specifications and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. Pertaining to the diaphragm: coopersurgical service and repair team replaced the diaphragm on the unit and returned it to the customer. Sustaining engineering has successfully tested a replacement material made of silicone for use in repairs going forward, eng-test-10341-r. The IFU was also updated to add a safety check via ecn-20444. A service bulletin was issued to existing customers informing them to check for this issue and return the unit if needed. All product in fg and sk, as applicable, were reworked to replace the previous versions of the dfus on all applicable products. The repaired unit will have been repaired with this new silicone material. Preventative action activity: reference: eng-test-10341-r and ecn-20444.